Event description:
Healthcare provider reported ¿capsular contracture baker grade iii¿. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ no other observation observed.

Event description:
Healthcare provider reported ¿capsular contracture baker grade iii¿. This record is for the left side. The device was explanted and replaced.

Event description:
Healthcare provider reported "capsular contracture baker grade iii". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 22feb2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿capsular contracture baker grade iii¿.

Event description:
Healthcare provider reported ¿capsular contracture baker grade iii¿. This record is for the left side. The device was explanted and replaced.